Event description:
The patient called again and stated that therapy is not helping with her symptoms. The patient has tried all 4 programs with no success. The caller wanted to know what else could be tried to get therapy working for her. The patient was redirected to her healthcare provider to discuss reprogramming options. Patient status is unknown at the time of this report.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the therapy was not working and had not worked right from the start. The patient was currently on program 3 at 2.2v and was feeling stimulation. During the call, stimulation was increased to 3.1v and the patient felt it in the correct area. The patient noted that the ¿initial setup¿ did not seem to work, so they were now changing the settings to resolve. The lack of therapy had not yet been resolved. The patient further reported that they were unable to control their bladder. During the call, patient confirmed therapy was not on and patient was instructed to turn stim on and increased stim. It was noted that the stim was too high, so patient decreased back down. Patient stated the device never worked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.